Event description:
It was additionally reported that the patient had experienced syncope during hospitalization and was found unconscious and required cardiopulmonary resuscitation, and the timing correlated with the episodes where the device inappropriately withheld therapy. Review of clinical data from the device showed the right ventricular (rv) lead triggered a lead integrity alert (lia) the following day for oversensing in the form of sensing integrity counter (sic) and high rate non-sustained episodes. It was noted that the data showed sic was relatively low before the alert, indicating that most were recorded shortly before, and multiple high rate non-sustained episodes showed oversensing of polymorphic ventricular fibrillation (vf) which contributed to the increase in sic. Despite the oversensing, the vf was detected and treated successfully when the patient experienced a vf-storm. Review of high rate non-sustained episodes also showed the patient's rhythm was polymorphic ventricular tachycardia (pvt) where there are multiple ventricular foci with the resultant qrs complex varying in amplitude, axis, and duration. Review of lead trends also showed pacing impedance variation suggestive of changes at the lead tip/tissue interface over time. The ICD was reprogrammed, and the device and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to svt detection. Analysis of the device memory had an observation relating to wavelet detection. Analysis of the device memory indicated the device failed to deliver a shock. Corrected: b5; h6 annex e; h6 annex f (syncope and CPR) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) morphology discriminator inappropriately withheld therapy for an episode of ventricular tachycardia (vt) that was classified as supra ventricular tachycardia (svt). The ICD remains in use. No further patient complications have been reported as a result of this event.